Manufacturer narrative:
Inspected opened and used sensor and performed bicarbonate buffer test per specifications. Sensor failed for low readings. Unable to perform insertion test, due to that complaint against the sen-serter. No needle return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about receiving multiple sensor error alerts. She explained she had the same issue on a few days prior but it was due to sensors bein expired. She stated she is now wearing a new sensor and has been receiving sensor errors alerts again. During troubleshoot; transmitter passed test plug procedure, it was reported that there is a sensor reading discrepancy and customer noticed the sensor being bent. Sensor glucose value was 40mg/dl and blood glucose value 137mg/dl. Nothing further reported.